Event description:
Per the audiologist, the patient experienced tinnitus and headaches with and with out use of the device. The results of an integrity test indicated normal device function. Reprogramming of the device does not alleviate the issues. The patient was explanted in 2009, and the patient was reimplanted with a new device during the same surgery.